Event description:
Customer reported hospitalization due to high blood glucose levels and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 954 mg/dl. Customer reported symptoms of constant thirst, extreme weakness and vomiting prior to the hospitalization. Customer also stated that the pump alarmed after a battery change and reported a blank display. The blank display was resolved with a fresh alkaline battery. Through troubleshooting, protruded drive support cap and several error alarms were noted. The insulin pump passed the high pressure test. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.